Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and displayed a not found message. Users attempted to reset the drawer and unplug the unit; however, these actions do not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A field service engineer (fse) recommended to reinsert a cubie pocket to the slot and try to recover. It worked. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.